Event description:
E-mail received from a patient reporting the issues he is experiencing with an implanted tecnis intraocular lens in his left eye. Model, serial number, date of surgery and healthcare provider not reported. Patient states he does not have useful vision at any distance. Every thing has a blurred, shimmery margin. He can see objects but the resolution is bad. Reading depends on his unoperated eye. Reading highway signs while driving is difficult. Patient did not respond to request sent for additional information and device identifiers.

Manufacturer narrative:
All information currently available is included in this report. Attempt to obtain additional information has been unsuccessful. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.